Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, a difference in sensor glucose and blood glucose readings, and loss of communication between the pump and transmitter. The customer reported a blood glucose value of 575 mg/dl. The hyperglycemic event was treated with manual injection. The event involved product(s) mmt-7020la, mmt-1884, mmt-7911na. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for the difference in readings and reported the blood glucose value of 575 mg/dl and sensor glucose value were 200 mg/dl and found the values were not within range. No further patient complications were reported. No product return is required for mmt-7911na. No product return is required for mmt-1884. No product return is required for mmt-7020la.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 3 of 3 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.